Event description:
In 2006 company was notified that the pt's c1 device was explanted. The pt had been a non-user. The pt reportedly did not receive benefit from the cochlear implant and expected better sound quality.